Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and lumbar radiculopathy. On 2016-08-31, it was reported that the patient had an infection at the pump pocket. The patient reported that the infection spread across their stomach to their right side and then down their knee, where it settled. The infection prevented the patient from having a knee replacement and their hcp had to put a pin in their knee instead. The infection was treated with IV antibiotics and the pump was explanted, though part of the catheter was left implanted in the patient. The infection was resolved. On 2016-09-19, additional information was received from the hcp. The hcp reported that the infection started with a wound in the patient¿s right foot and that the infection was most likely seeded to the pump. The infection was first noted on (B)(6) 2011 with symptoms of redness and drainage from the site. Prior to this, on (B)(6) 2011, the pump was refilled with saline. Antibiotics were started and the patient was admitted; the pump was explanted shortly afterward in (B)(6). The hcp stated that the cause of the infection was cellulitis of the right foot, diabetes, and a history of (B)(6). The patient¿s medical history included diabetes, cellulitis, and (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-09-08, additional information was received from the hcp. The patient was reported as having trouble healing following the explant procedure, presumed to be a result of the infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.